Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 07-jul-2022, expiration date: 01-jun-2032, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 895p152 (sterile), lot quantity: (B)(4). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that there was no damage or defects with the tfna helical blade perf l85 tan, only was observed signs of usage and normal wear which could have been a result of implantation attempt. Functionality issues cannot be assessed though a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna helical blade perf l85 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: the implantation of the above the implant was performed to treat a pertrochanteric femoral fracture on the right (B)(6) 2022. The operation went unobtrusively until the blade was struck. The impact showed an increased resistance. Radiologically there was no cause for this. The attempt to knock out the blade was frustrating. It was then no longer possible to insert the blade to be rejected. The entire implant had to be recovered during a second operation by means of osteotomy. This report is for one (1) tfna helical blade perf l85 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay. The op had to be canceled because the blade could no longer be moved. The patient had to be revised three days later. An osteotomy had to be performed to remove the implant. The patient suffered significant damage from the jammed implants.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna helical blade perf l85 tan was received in assembled condition with the nail. The fragment of the tip of the insertion screw remains stuck at the proximal hole of the blade, fragment was unable to be retrieved. Additionally, signs of a dark foreign substance was visible along the helical blade at the nail insertion hole section. Several metallic fragments were received in the returned package, however, they cannot be identified to be part of the device since there are no apparent signs of breakage within the blade. The tfna surgical technique guide was reviewed. Following relevant statements were found. Instructions: pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. Use light hammer blows on the back of the connecting screw until the impactor comes to a stop at the back of the guide sleeve. In the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. The helical blade must be fully inserted. Precautions: image intensifier should be used during helical blade insertion to monitor positioning. As the helical blade was observed to be inserted at an approximate of 120° rotation and the relieves for the lock prong mechanism are not aligned with the correct positioning, the red markings on the insertion devices (guide sleeve and impactor shaft) prevent the blade from being assembled misaligned and getting stuck across the mating hole of the nail. The condition of the nail and blade being unable to disassemble can be attributed to the user not following the surgical technique guide accordingly. A dimensional inspection for the tfna helical blade perf l85 tan was unable to be performed as it is in stuck condition to its mating device. A functional test was performed, the nail and the blade were intended to be disassembled using forceps, the blade remained attached to the nail, the observed foreign substance along the edge of the insertion hole may contribute to this condition. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l85 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 04.038m385sp. Lot number: 854p851. Part manufacturing date: 10 june 2022. Manufacturing site: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint-related anomalies. The device history record shows lot 854p851 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 454p248 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint-related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Blade jammed in nail. Removal not possible.